Event description:
It was reported that the user paused insulin therapy, used meal announcements as correction attempts, and manually adjusted weight on the ilet, which constituted improper use of the device¿s user interface and methodology. Symptoms included episodes of hypoglycemia and hyperglycemia, ranging from 39 mg/dl to 401 mg/dl. The ilet also produced urgent low and high glucose alerts and rapidly falling glucose notifications. Outcomes included an unexpected medical intervention requiring medication in the form of oral glucose. Investigation included collection and analysis of user-provided logs, as well as communication and interviews. Investigation of this case revealed no device malfunction, a usage problem related to improper or incorrect procedure, and issues centered on the user interface. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.